Manufacturer narrative:
Device evaluation the device has been returned and evaluated by product analysis on 08-aug-2019 with the following findings: a review of the pump¿s black box and alarm history showed no evidence of pump reboot events. No data in the pump¿s black box available from the time of reported power issue due to continued use. The battery cap was not returned with the pump. A test battery cap was used for investigation. The test battery cap attached securely to the pump. The battery compartment was found to be cracked. During testing, the pump successfully completed the rewind, load, and prime steps without any power interruptions or issues. The pump successfully completed the 12-hour duration test without any power or reset issues. No power issues occurred during testing. The pump cover was removed and no damage was found to the power circuit. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Report late due to transition from vmsr program.

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a power (damage) issue. It was reported that the battery compartment was cracked/damaged and that the pump experienced intermittent power. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.